Event description:
It was reported that during the implant procedure, the physician initially placed the lead without any issue, then attempted to connect the implantable pulse generator (ipg) to the lead. However, upon attempting to tighten the setscrew, the screw would not make the customary 'click' sound, and the lead easily pulled out of the device header. The lead was reinserted, and the setscrew was tightened once more, but with the same results. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.